Event description:
The sheath was being utilized for a peripheral angiography. Upon pulling back the sheath, physician noted the tip was not moving. Removed the sheath and noted the tip with radiopaque band was missing. The tip was found to be in a small branch off the sfa. No attempt was made to retrieve the separated segment.